Event description:
According to the report, flames were emitted from the proximal end of the sologrip iii handpiece after approximately nine channels were created. No injuries were reported and another handpiece was utilized to complete the case.

Event description:
According to the report, flames were emitted from the proximal end of the sologrip iii handpiece after creating approximately nine channels. No injuries were reported and another handpiece was utilized to complete the case.

Manufacturer narrative:
This event was previously submitted as manufacturer report number 1604318-2012-00020; however, the correct manufacturer report number is 2950727-2012-00007. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record. Upon evaluation of the handpiece, the fibers were observed to have been damaged, possibly due to sharp bending of the fibers. Cardiogenesis corporation is implementing changes to ensure there are clear precautions against bending the fiber or the white tubing at a sharp angle or otherwise impeding movement of the fiber.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.